Manufacturer narrative:
On june 12, 2017, nakanishi sent an e-mail to the distributor to request the patient information, but did not receive any reply from the distributor.

Event description:
On june 6, 2017, nakanishi received an e-mail from a distributor ((B)(4)) about an nsk handpiece overheating. Details are as follows. - the event occurred on (B)(6) 2017. - a dentist was performing a dental procedure on a patient using ex-5 str (serial no. (B)(4)). - during the procedure, the handpiece overheated and burned the patient's lip left corner.

Manufacturer narrative:
On june 22, 2017, nakanishi received an e-mail from the distributor stating the refusal to disclose any information about the patient. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device (B)(4) . These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject ex-5 device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi conducted a visual inspection of the returned device. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then tried to set a test bur in the handpiece to perform a simple movement test, but the bur did not rotate at all. Nakanishi lubricated the handpiece with pana spray plus and tried the same movement test again, but the bur still did not rotate at all. Therefore, nakanishi was not able to perform a temperature measurement of the device at this point. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the front bearing was stuck with debris/corrosion. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Nakanishi then replaced the damaged bearing with a new bearing and conducted temperature testing of the device in the following manner. Temperature sensors were attached to the exterior of the device at 2 test points. This included the point more proximal to the patient (testing point (1)) and the point further toward the distal end of the device (testing point (2)). The test setup was prepared to take temperature measurements at both points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to both of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (10,000 min-1 for the handpiece), and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 10,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed no abnormal rise in temperature during the 300-second-test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Test point (1): 36.4 degrees c, test point (2): 35.4 degrees c. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was damage to the bearings. The damage observed caused abnormal rotation resistance, which would result in the handpiece overheating. A lack of maintenance causes the accumulation of debris in the inside parts, which causes debris ingress into the bearing during rotation, leading to the damaged bearings. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reported the above evaluation results to the distributor (stryker). Nakanishi directed stryker to advise the user to do proper maintenance.